Manufacturer narrative:
Device evaluation: of the 3 allegations of a malfunction, 0 pumps were returned to animas and investigated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the 2020 model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 42-59 years of age and between 116 and 155 pounds. Of the reported patients, one was male, two were female, and zero were unknown.